Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause for the event reported could not be determined. Investigation summary: in this particular case no sample and no x-ray images were provided for evaluation. Based on the information available the investigation is closed with inconclusive result. A definite root cause could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "prior to stent deployment, remove slack from the delivery system catheter outside the patient." Regarding the deployment procedure the IFU states the following: "predilation of the lesion should be performed using standard techniques." (... ) "verify that the distal and proximal stent ends are distal and proximal to the target lesion (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum (...) With distal end of the stent apposing vessel wall, deployment continues with the following method. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end (...) Deployment of the stent is complete when the proximal stent end apposes the vessel wall and the sheath radiopaque zone is proximal to the proximal end of the stent". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a stent in a tortuous and calcified sfa via a contralateral approach, the catheter allegedly broke and the stent elongated upon deployment. There was no reported patient injury.